Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon visual evaluation, pinch marks were observed along the thread fragment. In a deeper analysis on the thread ends, it was possible to observe sliding marks, characteristics of a cutting surgical instrument in one of the thread filaments and then the breakage by tension, because of that, the ends look like breakage by tension. Upon functional inspection, the tests diameter and knot tensile were performed and all results met the requirements.

Event description:
It was reported that a patient underwent a mammoplasty procedure on (B)(6) 2013 and suture was used. The suture broke while tying a knot. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.